Manufacturer narrative:
This report has been identified as event 1 of b. Braun medical internal report number (B)(4). One (1) photo was provided for evaluation. The photo was inspected and although leakage is noted, the location of the leakage could not be identified. Based on the data from our evaluation, the exact nature of the reported defect could not be determined at this time. Review of the discrepancy management system (dsms) database and a review of the batch history records was unable to be performed, as no lot number was provided. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If additional pertinent information becomes available, a follow-up will be submitted.

Manufacturer narrative:
This report has been identified as event 1 of b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
Leakage of the blood set device was identified. As reported by the user facility: "clinician had lr flowing to gravity again and it spontaneously leaked from the clear disk piece all over floor. The blood y tubing was leaking from the round filter right above a port."